Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec. Indicate alarms or additional findings: none. After review of the (B)(4) system, the customer discontinued use of the device due to: upgrade. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - ground bond failed performance spec was undetermined. The device was sent to service with instructions to scrap the digital/accomp harness.